Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were requiring multiple hard button presses to activate the button functions. The patient reported that once the down arrow button was activated it tended to stick and continued to scroll. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive and do not have normal spring-back. There was evidence of keypad contamination found under all key contacts.